Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have reseated the display cables and the unit appears to be operating normally. The customer will run on test lung.